Manufacturer narrative:
Actual device not evaluated. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Although there have been attempts to receive further information regarding the device and event, no additional details were provided and the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. If further information becomes available, a follow-up report will be submitted.

Event description:
Article - "early failure of bioprosthesis by preserved mitral leaflets". Abstract - complete preservation of the posterior mitral valve leaflet caused early thrombotic occlusion of two cusps of a carpentier-edward pericardial prosthesis implanted into the mitral position with subsequent bioprosthetic failure, necessitating reoperation. Summary - through written article, edwards received information that this bioprosthetic mitral heart valve was explanted on post-operative day #8 due to thrombi and thrombus in the left ventricle. Per the article, the thrombi was attached to the mitral valve bioprosthesis and lead to a mean mitral transvalvular gradient of 8.6 mmhg and a peak transvalvular gradient of 15.6 mmhg with moderate mitral regurgitation. Upon examination, the two posterior cusps were found to be filled with thrombi, entrapped and covered by remnant of the preserved posterior mitral valve leaflet. Additionally, thrombi were found to be attached to the posterior leaflet and chordae tendineae. The valve was excised and the posterior leaflet and all chordae tendineae were excised. The mitral valve was replaced with a 31mm pericardial bioprosthesis and the patient was transferred from the o.r. The post-operative course was uneventful and the patient was discharged nine (9) days later.